Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information related to philips CPAP device that the ac adapter's covering had peeled off and the inside was visible. The device was returned to a service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the ac power cord was visually inspected, and damage to the outer sheath was observed near the base of the connector, with the internal white and black wires exposed. However, no conductor wires were exposed, and it was confirmed that there is no risk of electric shock at this time. The ac power cord was then connected to an outlet, and the voltage at the connector was measured using a multimeter, showing 105.1 v and confirming that there was no indication of disconnection. Based on these findings, it is presumed that the outer sheath may have been damaged due to repeated stress applied to the affected area during handling of the CPAP device, resulting in exposure of the internal wires, although the exact root cause could not be identified.